Event description:
Customer reportedly received the following results on an aviva combo meter, compared to a professional meter, within 10 minutes: 216 mg/dl (aviva combo) and 62 mg/dl (paramedic's meter). Customer reported she dropped a bottle of water, cleaned the spill, and then does not remember anything further. Her daughter tested her blood glucose and contacted the paramedics, and she was transported and admitted to the hospital. An unknown time later, her blood glucose was 80 mg/dl when she arrived at the hospital. She did not experience hypoglycemic symptoms or receive treatment for hypoglycemia by the paramedics or at the hospital. The reason for admission to the hospital was not reported. The alleged products were requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.